Event description:
The customer reported that his blood glucose reached 300 mg/dl after wearing the pod for 12 hours on his arm. The cannula was kinked.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that all above 250 mg/dl, follow the treatment advice of your healthcare provider," and advices "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."